Event description:
Possible catheter had hole which caused laser fiber to burn through the catheter and snap it.

Manufacturer narrative:
Lot history record review: the lot number was not reported. A ship history of the reported catalog number showed the following lot number was shipped to the complainant the last 4 shipments. A review of the lot history has been requested from the packaging vendor and from the fiber vendor. Review of returned sample: the complaint sample has not yet been returned for evaluation. Conclusion: the complaint investigation is currently on going at this time. A follow up report will be submitted once the investigation has been completed. This type of complaint will continue to be monitored for trends. No further action required at this time. Frequency has increased but the severity of this event is not greater than usual.